Event description:
After an implantation period of approximately 43 months it was reported that the lead was extracted due to increased impedance and threshold. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 46 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the is-1 connector pin was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The returned lead fragment was analyzed. The inspection revealed that the insulation was, apart from the present cut, free of breaches. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.